Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis due to the tape on the infusion set getting stuck on the inside wall of the inserter. The infusion set did not get inserted correctly due to this, and she did not get any insulin for eight to ten hours. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2010-83615.